Event description:
Info received indicates the bed is drifting down.

Manufacturer narrative:
The tech found the hi/low drive brake assembly was worn. The tech replaced the hi/low drive brake assembly and cleaned the drive to repair the bed.